Manufacturer narrative:
Device evaluation of battery has been completed. The reported problem (battery pack has bent pins identified prior to patient fitting) has been confirmed. As received, the battery connector pins were bent. The root cause for the damaged connector could not be determined.

Event description:
A us distributor reported a battery had bent pins.